Manufacturer narrative:
Concomitant product: 250ml baxter bag ndc (B)(4), exp jun18, norepinephrine, dextrose 5% in water. The customer¿s report of an overinfusion was confirmed. The pcu event log shows that norepinephrine 4mg/250ml was started at 4:23 pm on (B)(6) 2017 at a dose of 5mcg/min (rate 18.8ml/hr). The dose was titrated multiple times ranging from 1 to 6mcg/min. At 7:01 am on (B)(6) 2017 a new vtbi of 230ml was programmed which is consistent with the customer's report of the new bag with a different concentration being hung. The infusion was stopped at 3:24 am on (B)(6) 2017 with a recorded volume of 378.859ml delivered. Norepinephrine 16mg/250ml was then programmed at 3:34 am on (B)(6) 2017 at a dose of 2mcg/min (rate 1.9ml/hr). The dose was titrated multiple times ranging from 2 to 6mcg/min. The infusion was stopped at 1:47 pm with 34.791ml recorded as being delivered. The root cause of the overinfusion was identified as user programming.

Event description:
The customer reported that norepinephrine with a concentration of 4mg/250ml was infusing. When the new medication bag with a new concentration of 16mg/250ml was hung on (B)(6) 2017 at 06:45am, the device settings were not updated to reflect the new concentration, and the dose was presumed to be four times the intended amount. The error was noted on (B)(6) 2017 around 3:30 am. The customer stated no patient harm occurred as a result of the event.